Manufacturer narrative:
Corrected information: sections b6, b7, e1 (email), g1. Additional information: sections b4, e2, e3, g4, g7, g8, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: ( (B)(4)). A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that was not able to reproduce the complaint. There was nothing in the logs. The stm replaced the front end pcb, recalibrated unit. Unit passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed "in training mode". There was no harm or injury to patient and no adverse event was reported.